Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector. Insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that there were barcodes on the insulin pump but she could not read it. Customer had not worn the device all day due to the issue. Customer's blood glucose was 207 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.